Event description:
It was reported that following a trial procedure on (B)(6) 2023, the patient was unable to move their legs. It is unknown which lead contributed to the issue. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.